Manufacturer narrative:
(B)(4) - evaluation summary:post market vigilance (pmv) led an evaluation of one spacemaker structural balloon trocar opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident states that prior to a nephrectomy procedure the balloon could not be inflated. The trocar balloon appeared intact, and part of the plastic housing of the reflux valve was cracked off. Functionally, the trocar balloon was unable to be properly inflated due to the cracked reflux valve. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the cracked reflux valve, the reported condition was confirmed. Replication of the cracked plastic housing of the reflux valve may occur from rough handling of the instrument during use. Damage to the reflux valve may result in issues with inflation and deflation of the balloon. A review of the device history record indicates this device lot number was released meeting all release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available. (B)(4).

Event description:
According to the reporter, a nurse tested a balloon before the surgery. The nurse attempted to inflate the balloon but the balloon would not inflate. Another balloon was opened. There was no patient involved with the event.

Manufacturer narrative:
(B)(4). Device pending investigation.